Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a network communication error 600.6835. No patient involvement is noted.

Event description:
The customer reported a network communication error 600.6835. No patient involvement is noted.

Manufacturer narrative:
Customer confirmed this device will not be returned for repair, therefore the customer¿s reported problem cannot be confirmed. A review of the device history record showed the device had a manufacture date of 07nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.